Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was changing out an infusion set and did not know how to exit the rewind process. Customer was advised to remove reservoir from the insulin pump to finish second rewind process and customer was successful. Customer stated her blood glucose was 600 mg/dl, which she had treated with manual injection. Customer declined to troubleshoot.